Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication it was learned that the issue was caused by the perfusionist tampering with the device, while it was in use; the unit was tested by service engineer and no issue was reproduced. Following this information, the event has been re-assessed as non-reportable as no device failure occurred.

Event description:
Livanova deutschland received report about an electronic venous evo clamp that showing the 'faulty encoder' error message (e1538), when powering up. The alarm was continuous. The issue occured during procedure. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.